Event description:
Had the essure procedure done in 2011 and since I've had horrible pains on my right side worse than labor pains, pulmonary embolism, heavy periods, blood clots in period blood, weight gain (80 lbs or more), fatigue, buckle allergy.